Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's fiance that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 32 mg/dl at the time of the incident. The caller did not provide further information. The customer was most likely wearing the insulin pump during the incident. Troubleshooting was not completed. The caller stated the customer had a high of 290 mg/dl that morning as they do not wear the pump at night, after having lows in (B)(6) 2017. The insulin pump will not be returned for analysis.